Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported having the scs removed yesterday and does not know what to do with the equipment. Pt stated they woke up in recovery on day of implant and had all kinds of issues. Pt thought they would be getting back pain relief but instead felt tingling and "fiery" inner and outer thighs. Pt stated testicles and penis were sore and had shooting pains in intestines. Pt stated it was hell. Pt stated ever since getting implant removed yesterday, they feel so much better. Pt stated they did not know if the issues were because of the implant and does not blame medtronic - implant was possibly laying on a nerve or pt thought might have been an issue with the leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.